Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges . Additionally, it was reported that an empty cartridge alarm occurred. Reportedly, the cartridge contained insulin. Customer's blood glucose level is 165 mg/dl. The customer was able to resume insulin delivery.